Event description:
It was reported to boston scientific corporation that an advanix biliary stent was being removed from the patient during a previously scheduled ercp (endoscopic retrograde cholangiopancreatography) for stent removal on (B)(6) 2013. According to the complainant, during the procedure the stent broke in half while removing it using a snare device. Both pieces of the stent were retrieved from the patient using the snare and the procedure was completed. Reportedly the patient anatomy was not torturous and there was no difficulty during removal of the stent that may have lead to the stent break; however, the stent was grabbed close to the flange which may have contributed to the stent breaking. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being fine. Additional information was received indicating that the stent had been implanted within the patient for less than 3 months.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was being removed from the patient during a previously scheduled ercp (endoscopic retrograde cholangiopancreatography) for stent removal on (B)(6) 2013. According to the complainant, during the procedure the stent broke in half while removing it using a snare device. Both pieces of the stent were retrieved from the patient using the snare and the procedure was completed. Reportedly the patient anatomy was not torturous and there was no difficulty during removal of the stent that may have lead to the stent break; however, the stent was grabbed close to the flange which may have contributed to the stent breaking. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the reported issue of stent broke. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.